Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (850 mcg/ml at 442.24 mcg/day) and dilaudid (2 mg/ml at 1.0406 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain and chronic low back pain. It was reported that the pump "shut off" for 24 hours and was alarming or beeping. The alarm was described as a single tone beep. The personal therapy manager (ptm) displayed a code but the patient could not remember the specific code. It was reported that the patient tapped his stomach where the pump is located and the ptm started to deliver a bolus again on (B)(6) 2018. It was stated that the patient was in terrible pain and not feeling well. The caller was directed to follow up with their healthcare provider. No further complications have been reported as a result of this event. On 2018-02-27 crts 3676354(con): additional information was received from a consumer indicated that he would be having his pump checked on 2018-feb-28. No further information was reported in regards to this event.